Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was not returned for evaluation, and no additional event details could be obtained from the customer. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D10: the following concomitant devices were reported: power lasered surgical instrument with unknown model number/lot number 226202 by photomedex; clmd/220-100w/unknown lot number by photomedex; endotrachial tube with unknown model and lot numbers by covidien. The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The user facility medwatch is attached for additional information. This report has also been submitted on importer medwatch report #2429304-2023-00059.

Event description:
Olympus medical systems corp. (Omsc) received a user facility medwatch (B)(4), which reported that during a diagnostic bronchoscopy using an olympus bronchoscope with yag laser procedure using a non-olympus laser machine and fibers, a fire started inside the non-olympus endotracheal tube (ett) during laser ablation of a carinal tumor. The tip of the laser fiber was burned off and apparently lost in the patient. A portion of the ett burned and melted both the bronchoscope and the end of the fiber. Bronchoscopy following the fire was difficult to assess, as there had been extensive laser treatment fulguration prior to the fire. The fire was quickly extinguished and the patient appeared to have sustained minor injury only. It was not clear if the fiber failed first and caught the ett on fire or if the fire started first and melted the fiber. Laser power was set at 15 watts with a duration of 0.5 seconds. The laser was 1064 nm wavelength. The laser machine was tested following the incident and the power output was found within allowable tolerance. The distal end of the damaged fibers appeared to be fractured, but it was not known at what point that this occurred. The fiber used was a contact type that used a sapphire or ruby tip and air cooling. There reportedly have been several failures in the past where the tips burned off and had gotten lost.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to e2, e3, g2, h7 and h9 to include information that was inadvertently not included in the previous submissions.